Event description:
A report was received from a baxter sales representative involving an incident where the nurse misprogrammed a heparin infusion at a rete of 6000 units/hr on colleague monochrome infusion pump. There were no reports of patient injury. The patient was under additional monitoring after the over infsuion of heparin. Although requested, patient demographics, concentration of the heparin, and serial number were requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device used in this incicent could not be isolated at the customer's facility. Due the device not being isolated, there will be no device available for evaluation. Should the pump become isolated and received for evaluation, a follow-up report will be filled upon completion of an evaluation or if any additional information becomes available.